Event description:
Pt admitted for a decompressive laminectomy and sectioning of felum terminals due to progressive low back pain and bilateral leg pain. Pt was diagnosed with "diastonayelia" and a tethered cord. Pt admitted for surgery, put to sleep, positioned, prepped, and ready for incision when ssep tech stated ssep monitor machine not working. Surgeon cancelled case, pt was awakened and sent to recovery. Another machine was sent from another facility and surgery done later in day without incident.